Event description:
On (B)(6) 2022, customer performed a test on the cue covid-19 test for home and over the counter (otc) use and obtained a negative result. On (B)(6) 2022, customer tested on an unspecified antigen test before visiting family. Result and brand of antigen test not provided. Customer reported obtaining a suspected false positive on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (see (B)(4)). Customer performed a repeat test on the cue covid-19 test for home and over the counter (otc) use and obtained a negative result. An additional antigen test was performed and another negative result was obtained. Brand of antigen test not provided. A confirmatory pcr test was performed (brand not provided). On (B)(6) 2022, customer performed a test on the cue reader and obtained a negative result. On (B)(6) 2022, customer obtained the results of the pcr test performed on (B)(6) 2022. Result was negative. Customer performed a test on the cue reader and obtained a negative result. An additional false positive result was obtained on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 23369j, reader sn (B)(4)). On (B)(6) 2022, an additional cue test was performed as well as an unspecified antigen test, which both provided negative results. A second pcr was scheduled, however, result was not provided. Customer did not have any symptoms.

Manufacturer narrative:
Explanation for device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were two previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.